Manufacturer narrative:
Customer did not provide serial number.

Event description:
It was reported to philips that the defibrillator doesn¿t recognize the paddles during connection session. There was no reported patient involvement.